Manufacturer narrative:
The field service engineer found there was a damaged sipper nozzle. Which he replaced and adjusted. He ran performance testing that was acceptable. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer checked the analyzer, but found no issues. The investigation is ongoing.

Event description:
There was an allegation of questionable troponin t hs results from the cobas e411 rack analyzer for one patient. The initial result was 21.24 ng/l and was reported outside of the laboratory. This result was considered to be wrong. The repeat results were 4.38 ng/l, 4.22 ng/l, and 4.08 ng/l. The results from a newly collected sample were 4.47 ng/l and 3.97 ng/l. The reagent lot number and expiration date were requested but were not provided.